Event description:
Customer reported noticing air bubbles. Customer stated that there was an air bubble on the top of the reservoir. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.